Event description:
The contact alleged called for help with the customer's meter. While troubleshooting, it was discovered that segments were missing from the meter display. The customer and contact had not been aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.